Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It was reported that patient underwent removal of mesh on (B)(6) 2018 due to urinary retention, incontinence, infection, vaginal bleeding and erosion. No additional information is provided at this time.